Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high capture thresholds. Additionally, it was noted this lead was placed in the bundle of his. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. According to the local sales representative, a return products kit was provided to the hospital and after their evaluation process, the lead was to be returned for laboratory analysis. It has not yet been received. Additional information was received via a medwatch form indicating the pacing impedance measurements had increased and venous occlusion in the right subclavian was suspected. However, the medwatch from that was submitted by the hospital to the FDA referenced the serial number for the replacement lead (sn (B)(6) and not for the lead that was explanted (sn (B)(6).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high capture thresholds. Additionally, it was noted this lead was placed in the bundle of his. A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.